Manufacturer narrative:
This is an initial report. The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A health care professional reported obtaining a reading of 42 mg/dl on their poc meter that was lower when compared to a lab result of 324 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.